Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received low blood glucose results of 75 mg/dl or 90 mg/dl from the blood glucose monitor on 02/04/2022. The patient was suffering from colic. On (B)(6) 2022, the patient received a blood glucose result of 90 mg/dl at an unknown time. The patient's mother took her to the pharmacy. The pharmacy's meter result was 480 mg/dl and this was taken within 15 minutes of the 90 mg/dl result on the patient's meter. The patient's mother treated her with 40 units of an unknown insulin. The patient experienced symptoms of dizzy, vomiting, "half-conscious", and was unable to walk or communicate. The patient was transported to the hospital. The blood glucose result on the hospital's meter was 304 mg/dl. The patient was admitted into the intensive care unit and treated with unknown solutions via IV. There were several unknown medical devices attached on the patient's stomach. The patient was released from the hospital on (B)(6) 2022. The test strips used at the time of the event were stored incorrectly. The test strips were stored inside the carry case outside of the original test strip vial. The reporter was educated on proper test strip handling.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received low blood glucose results of 75 mg/dl or 90 mg/dl from the blood glucose monitor on (B)(6) 2022. The patient was suffering from colic. On (B)(6) 2022, the patient received a blood glucose result of 90 mg/dl at an unknown time. The patient's mother took her to the pharmacy. The pharmacy's meter result was 480 mg/dl and this was taken within 15 minutes of the 90 mg/dl result on the patient's meter. The patient's mother treated her with 40 units of an unknown insulin. The patient experienced symptoms of dizzy, vomiting, "half-conscious", and was unable to walk or communicate. The patient was transported to the hospital. The blood glucose result on the hospital's meter was 304 mg/dl. The patient was admitted into the intensive care unit and treated with unknown solutions via IV. There were several unknown medical devices attached on the patient's stomach. The patient was released from the hospital on (B)(6) 2022. The test strips used at the time of the event were stored incorrectly. The test strips were stored inside the carry case outside of the original test strip vial. The reporter was educated on proper test strip handling.